Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after following these steps, the caller successfully restarted their sensor session without the error reoccurring.